Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple malfunction alarms occurred. The pump was not being used for insulin delivery at the time of the event; customer's blood glucose was not impacted. Pump was replaced.